Event description:
It was reported that this right ventricular (rv) lead had an out of range shock lead impedance (sli). The sli measured about 121 ohms during a device check. Then it measured greater than 200 ohms, on the rv to right atrial (ra) vector, when connected to a new device. The old device was being replaced for normal battery depletion. The rv to can vector yielded 103 ohms. The physician decided to keep the lead implanted and programmed to this vector. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.